Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. A possible cause of the past occlusions was unable to be performed; however, a system check was performed using the current supplies and the occlusion appear to be related to the infusion set site. The customer declined to change the sight and thought the pump was the problem.